Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred 3 hours and 55 min into the hd treatment. The nurse explained that the leak was visually at the base of the dialyzer where it screws together. It was leaking into the venous hansen and onto the equipment and floor. The blood leak was described as being an external blood leak. A fresenius 2008t machine was being used. The machine did not alarm as expected with a external leak. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 30 ml. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient was almost finished with treatment so no further treatment was required that day. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a sample was provided from the reported lot for evaluation. Blood was noted in the threads of the dialyzer on the cavity ID end header cap. The dialyzer was subjected to a laboratory leak test and a leak was detected from beneath the cavity ID end header cap. Upon removal of the header caps, a polyurethane (pu) sliver was found on the cavity ID end, at approximately 45°, with the ports positioned at 0°. The pu sliver extended under the o-ring. No other damage or irregularities were noted on the returned sample. See the attached photo and test documentation in the content tab.a review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up, a nurse reported that the blood leak occurred 3 hours and 55 min into the hd treatment. The nurse explained that the leak was visually at the base of the dialyzer where it screws together. It was leaking into the venous hansen and onto the equipment and floor. The blood leak was described as being an external blood leak. A fresenius 2008t machine was being used. The machine did not alarm as expected with a external leak. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 30 ml. There was no patient injury, adverse event or medical intervention required as a result of this event.the patient was almost finished with treatment so no further treatment was required that day. The device is available to be returned to the manufacturer for evaluation.